Event description:
It was reported that the device was not charging properly and sometimes would not charge or would die on the same day. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting and chose not to pursue a follow-up.